Event description:
The customer reported that the jaws of the device would not open during a laparoscopic assisted vaginal hysterectomy. The surgeon had to perform add'l resection of tissue adjacent to the jaws with an electrical surgical knife to release the device. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.